Event description:
Following a pump replacement in 2003, an infection occurred. The patient experienced the following symptoms: lethargy, "temperature", and sweats. The patient was admitted to a hospital for 6 days, and was then sent to rehabilitation for an additional 3 days due to the infection. The patient's pump and catheter were explanted "about 1 month after it was replaced." Per reporter, a physician indicated that the pump was leaking. The reporter was unsure of what type of infection occurred, or if baclofen was administered via the pump. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: the patient was hospitalized for 6 weeks and then sent for rehabilitation for 3 weeks because, they were too weak to be discharged. The patient still takes oral baclofen and that seems to "work" for her. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: unk; catheter model: 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2003. (B)(4).

Manufacturer narrative:
(B)(4).